Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, four resolute onyx des were implanted in the lad, and it was reported that a dissection occurred in the lad. The dissection was treated with two resolute onyx des implanted the same day. The patient recovered. The investigator assessed the event as casually related to the index device, but not related to the anti-platelet medication. The sponsor assessed the event as possibly related to the index device, but not related to the anti-platelet medication.

Manufacturer narrative:
Additional information: the 4th resolute onyx was implanted in the 3rd obtuse marginal, not lad as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Clarification: during the index procedure, three resolute onyx were implanted in the lad. A dissection occurred in the lad and two resolute onyx were implanted to treat the dissection on the same day of the index procedure. If information is provided in the future, a supplemental report will be issued.